Event description:
Series IV step screw was found to be broken at time of follow up. This cross fix screw broke due to nonunion of the fracture. Surgery was performed to exchange the nail to repair the nonunion. No indication of product defect.